Event description:
Patient reported left side "tissue is fibro-elastic, with 0,2 and 0,3 cm of thickness, synovial metaplasia; cicatricial fibrosis pattern with a lymphohistocitary inflammatory infiltrate. No atypia and "capsular contracture" baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06aug2024.

Event description:
Patient reported left side "tissue is fibro-elastic, with 0,2 and 0,3 cm of thickness, synovial metaplasia; cicatricial fibrosis pattern with a lymphohistocitary inflammatory infiltrate. No atypia and "capsular contracture" baker grade unknown. Patient later reported "hardening" and "capsular contracture baker grade iii". Device was explanted.

Event description:
Patient reported left side "tissue is fibro-elastic, with 0,2 and 0,3 cm of thickness, synovial metaplasia; cicatricial fibrosis pattern with a lymphohistocitary inflammatory infiltrate. No atypia and "capsular contracture" baker grade unknown. Patient later reported "hardening" and "capsular contracture baker grade iii". Device was explanted.